Event description:
Rptr stated obtaining a blood glucose value of 65 mg/dl on his advantage system however was not experiencing any hypoglycemic symptoms during that time. Rptr stated retesting on the system within another minute and obtained a result of 150 mg/dl. Rptr indicated after the second reading retested on the system within another 2 minutes and obtained a result of 131 mg/dl. No actions were reported taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.